Manufacturer narrative:
(B)(4). At the time of this report, the patent was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event, the patient was hospitalized for peritonitis. The patient was treated with injection reflin (1 g; route, frequency, and duration not reported), injection amikacin (125 mg; route, frequency, and duration not reported), and heparin (1000 iu; route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. Patient recovery status was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.